Manufacturer narrative:
Concomitant medical products: 4296-88 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) while exercising and the device was programmed in a way that inappropriately caused the device to withhold therapy. It was noted onset was inappropriately programmed on for this patient with complete heart block. The vt progressed to pulseless electrical activity (pea) and the patient expired.